Event description:
It was reported that 1 bd syringe 0.5ml 31ga 6mm had no markings on the barrel. The following information was provided by the initial reporter: the consumer reported 1 syringe without markings on the barrel. Date of event: 05/02/2021. Samples status : awaiting sample.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-24. H6: investigation summary: customer returned (1) 0.5ml bd insulin syringe in an opened polybag from lot# 0338914. Consumer reported found 1 syringe without markings on the barrel. The returned sample was examined, and it was observed that the cannula was broken (see (B)(4) for the investigation performed regarding this issue) and the barrel was blank ¿ no scale shown on the syringe barrel. A review of the device history record was completed for batch# 0338914. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure.

Manufacturer narrative:
A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd syringe 0.5ml 31ga 6mm had no markings on the barrel. The following information was provided by the initial reporter : ¿ the consumer reported 1 syringe without markings on the barrel. Date of event: (B)(6) 2021. Samples status : awaiting sample.